Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0kf19, implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer whose indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that they were no longer having the device in their body any more as "it was inhibiting their back problems." The consent form noted the device was removed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.